Event description:
It was reported that the external pulse generator's ventricular width was out of specification. The generator was returned for repair and calibration. It was indicated that this was during preventative maintenance testing and that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case broken, ring cover, two side bail covers, and battery drawer broken. Battery release found contaminated and battery contacts compressed. One side bail is missing and the ring is bent.